Event description:
A patient reported that the test strips were damaged and had been obtaining false high readings and was having symptoms which consisted of weakness and being incoherent. Patient obtained a bg of 108mg/dl and 98mg/dl. Tested on another vial of test strip and obtained a 47mg/dl, which felt more accurate than the 108mg/dl and 98mg/dl. Subject vial of test strips have bent strips in them. Ccr is replacing lot# of strips that are in question.